Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient fell back on the steel end of a drain pipe. If they hadn't fallen directly on the battery pack it would've cut the patient very badly. The patient noted that it's been "inconsistent on power". They want to have their ins checked but nobody seemed to know their surgeon. No further complications reported.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that about six weeks ago the patient slipped and fell in mud. When they fell the ins hit a metal pipe and since then, the patient had been having problems. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins was in MRI mode a week prior to the report and they wanted to know if they needed to have the ins reset because they were not feeling stimulation. It was reviewed that the ins would not have to be reset, but that it would have to be turned back on. Steps on turning stimulation on were reviewed with the patient. No further complications were reported.